Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip of device was damaged prior to use on patient. Unknown how it was damaged. Patient was in the or; however, the device was not used on the patient. A different device was opened for the case.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: ((B)(4)) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis for similar complaints: ((B)(4)) there were 2 similar complaints reported for the reported lot number and the reported failure mode ¿material twisted/bent; wire¿. A review of the trend charts for the overall product family and the failure mode, ¿material twisted/bent wire¿, was performed for the months of ¿jan 2021¿ through ¿apr 2021¿. The review does not identify an increasing trend and an adverse trend for three consecutive months for the product family and/or the failure mode. Trend analysis: ((B)(4)) the overall 24 month product complaint trend data for the period may 2019 through apr 2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device: (10/13/22) enter investigation findings: the device was returned to the factory for evaluation on 06/29/2021. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be completely flexed away from the hot jaw from the base of the hot jaw to the tip of the hot jaw. The heater wire was observed to be bent and twisted from the center of the hot jaw to the tip of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. An investigation was conducted on 06/30/2021. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be completely flexed away from the hot jaw from the base of the hot jaw to the tip of the hot jaw. The heater wire was observed to be bent and twisted from the center of the hot jaw to the tip of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. No electrical testing was conducted due to the extent of damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed.